Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set was detached while at work on 28 may 2024. The infusion set was in use for one hour. The patient replaced the infusion set and insulin was resumed successfully. No further information available.